Event description:
It was reported that the patient saw her doctor today and had her battery read; it was at 0 - 10% life left - almost completely depleted. The doctor told the patient she would need 3 leads out of 4 leads replaced. The patient noticed there was an issue when she traveled a few weeks ago. The patient had to go back to self catheter and a manufacturer's representative had gotten 1 lead to work but now her battery was just about depleted so stim would not work. It was also noted that the patient's leads may need to be replaced but the healthcare provider would not know that until surgery. Additional information received on (B)(6) 2013 noted that the battery was depleted. The patient was scheduled for surgical revision/replacement on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v223165, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information reviewed reported that the therapy worked for patient but cannot afford it right at the time of the initial report. It was indicated that the battery was really low and there were 3 leads out of the 4 that were "broke "and was not confirmed by healthcare provider.